Event description:
It was reported via repair work order that bed would not go up or down due to a faulty cpu board and cherry switch being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was stuck in an elevated position due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported via repair work order that the bed was stuck in an elevated position due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Corrected information updated in executive summary. Cherry switch was not an issue on the device.